Event description:
The customer states that a night technician ran a pt sample from the emergency room along with a low level control on the exsym troponin-1 assay. The technician reported out the value of the control (3.2 ng/ml) instead of the value of the pt sample (0.1 ng/ml). As a result, a cardiac catheterization was performed on the pt. The customer states that this event is a user error and there are no problems with the analyzer of the assay. There is no further impact to pt management reported.